Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The customer states a phlebotomist might have poured over another tube into this tube, customer states this has happened before. A gold top (product # 367986) was run as well and all chemistry results were within acceptable ranges. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was erroneous results. This event occurred 2 times. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: there were "erroneous results; results of chemistries that are considered incompatible with life."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was erroneous results. This event occurred 2 times. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: there were "erroneous results; results of chemistries that are considered incompatible with life."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.